Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a holter monitor data review, a pause in right ventricular (rv) pacing was seen. Boston scientific technical services (ts) was consulted to review the data stored by the remote home monitoring system and holter. Upon review, ts noted farfield sensing of atrial signal on v-channel that caused pacing inhibition. No noise was observed. The atrial activity was sensed by left ventricular (lv) lead as well. Ts explained that this usually happens when the lv sense electrode is close to atrium. The over sensed atrial activity resulted in inhibition of lv pace, rv pace is delivered compulsory for a bradycardia support in case nothing is sensed in rv channel. However, due to the farfield sensing the rv pace was inhibited. Boston scientific technical services (ts) suggested further review of the lead positions as it could indication lv sense electrode is close to atrium. And the rv coil is in near proximity of the tricuspid valve. There was also a pacemaker mediated tachycardia (pmt) episode stored that showed lv pace protection detecting a signal and inhibiting the lv pace while the rv delivered a safety pace at maximum tracking rate. Further review found the patient has little to no underlying rhythm and there maybe intermittent t-wave oversensing also occurring. Ts discussed further troubleshooting options. Additional information was received that the patient was brought in for exercise testing and the oversensing on the rv channel was able to be replicated at a signal amplitude of 0.63 mv. The automatic gain control (agc) was reprogrammed to 0.9 mv and an x-ray was taken. The x-ray showed that the rv coil is in the tricuspid area which was thought to be part of the contributing cause of the atrial oversensing. The counter were reset to determine if the agc had an effect on oversensing and lv sensing was also programmed off. The crt-d, rv and lv leads remain implanted and no adverse patient effects were reported.